Event description:
It was reported that failure to advance the lotus edge system, hypotension, aortic dissection, annular rupture, cardiac tamponade, bradycardia and death occurred. The native aortic annulus was 22.7mm in diameter with mild calcification. The aortic root was vertical, short and dilated. Vascular access was obtained via transfemoral approach. A safari2 guidewire was positioned in the left ventricle. A 25mm lotus edge valve system was advanced but was unable to cross the aortic annulus due to the aortic root anatomy. The safari2 guidewire was exchanged for a size small safari2 guidewire. A non-bsc buddy wire was positioned in the aortic root. The 25mm lotus edge valve was advanced again but still unable to pass the annulus. The size small safari2 guidewire was removed and a non-bsc guidewire was advanced. The new non-bsc guidewire was too short to adequately feed the 25mm lotus edge valve into the correct position. The non-bsc guidewire was pulled back to allow more wire at the handle end, but this action pulled the non-bsc guidewire out of the annulus. The physicians attempted to recross the guidewire using the 25mm lotus edge valve system for support. At this time, the patient became hypotensive and unresponsive. Cardiopulmonary resuscitation (CPR) was initiated and the patient was intubated. Fluoroscopy was taken and an aortic root dissection flap was noted. The patient had a good response to CPR. Emergency surgery was discussed with the surgeon. Surgery was deemed futile. A 34mm non-bsc valve was implanted to treat torrential aortic regurgitation. After deployment of the 34mm non-bsc valve, the patient quickly deteriorated with hypotension and bradycardia being noted. CPR was again initiated and fluoroscopy was taken which revealed an extensive annular rupture with global pericardial effusion. Resuscitation was stopped and the patient was pronounced dead. The cause of death was a iatrogenic dissection culminating in aortic annular rupture.